Event description:
It was reported that customer experienced repeated cgm error messages on pump, described as cgm error 42, which had occurred on this pump three or more times and had been reported previously. There was no reported impact to the customer¿s blood glucose level. Customer had not reset pump for this error in the last 24 hours, and technical support arranged for pump replacement as resolution. Customer continued to use current pump until replacement arrived.